Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to confirm power error due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 5 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Notification light did not immediately stop flashing. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.